Event description:
It was reportted that (10) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512s trocars were from tk12m kits, which were used in the case. When the surgeon was doing the closing up the pt with the optic of laparoscope, the safety valve broke and the pt lost penumo. The surgeon changed the trocars.